Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. Case summary: the first valve was positioned 50/50, however, after deployment, the valve embolized into the aorta with resulting severe central aortic insufficiency. The decision was then made to deploy a second valve. A second valve was the prepped and implanted in a sub-optimal ventricular position with resulting moderate pvl. The patient further decompensated, and the decision was then made to remove the procedural wire. Upon removal of the wire, however, the first valve flipped and the patient continued to decompensate.

Manufacturer narrative:
The second valve was not returned for evaluation. A device history record (DHR) review for the valve was not required or performed as there was no allegation of a device malfunction. In this particular case, it was noted that the valve was deployed in a suboptimal position which caused the paravalvular leak may have contributed to the patient decompensation. Images of the procedure were not made available to edwards for review so the final position of the second sapien valve cannot be assessed. However, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case a third valve deployment was discussed, but he physicians felt that the annulus was too large and a third valve would not be beneficial to the patient. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (B)(4), and either resolve over time or do not cause symptoms. Additionally, the correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.